Event description:
It was reported that during implant there was a lead break or fracture in the epidural space. It was noted that there was an explant. It was further noted that ¿nothing occurred with the patient.¿ diagnostics included impedance testing. The issue was resolved. Additional information received reported that the lead was inserted into the needle and could not be extracted. The lead had to be pulled out with the needle. It was noted that the lead looked ¿frayed and mangled.¿ the patient was doing fine with a new lead.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory. (B)(4).